Event description:
The following has been reported: error 28: continuous alarm, cannot be reset, keyboard defective reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and several errors ID 28 were found which confirm the reported issue. The device was not received because it was repair locally. To solve the issue the keypad have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. The reported event could not be reproduced during testing, no alarms or error messages were triggered, and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified however, the error 28 reported by the customer is confirmed in the device logs provided so the complaint is valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.